Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The de novo 3.0x60mm moderately tortuous, moderately calcified, 90% stenosed target lesion was located at the bifurcation at the proximal to middle of the left anterior descending (lad) and diagonal. Predilation was performed in the lad with a 2.5x15mm maverick2 balloon 2 times at 10 atms for 8 seconds resulting in 60% stenosis. The physician attempted to implant a 3.5x12mm taxus liberte stent in the lad. The stent was unable to cross the lesion. The physician removed the device outside the patient¿s body and noticed stent damage. The physician implanted a 2.5x23mm non-bsc stent successfully. An overlapping, 3.0x33mm stent was also implanted in the diagonal. No patient injury or complication was reported. Patient condition listed as "stable."

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The de novo 3.0x60mm moderately tortuous, moderately calcified, 90% stenosed target lesion was located at the bifurcation at the proximal to middle of the left anterior descending (lad) and diagonal. Predilation was performed in the lad with a 2.5x15mm maverick2 balloon 2 times at 10 atms for 8 seconds resulting in 60% stenosis. The physician attempted to implant a 3.5x12mm taxus liberte stent in the lad. The stent was unable to cross the lesion. The physician removed the device outside the patient's body and noticed stent damage. The physician implanted a 2.5x23mm non-bsc stent successfully. An overlapping, 3.0x33mm stent was also implanted in the diagonal. No patient injury or complication was reported. Patient condition listed as "stable."

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on rows 1 to 4 from the proximal edge were raised distally. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).